Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with silent myocardial ischemia. Following the index procedure, the pt was admitted for a prolonged hospitalization for silent myocardial ischemia. A target lesion revascularization was performed. Per the physician, the event was listed as "definitely" related to the study stent. Additional attempts for info were made.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.